Manufacturer narrative:
(B)(4).it was determined that the crystal-like particles were actually the drug precipitates, not particulate matter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One device was received for evaluation against the reported condition of particulate matter inside of the fluid pathway. The initial visual evaluation confirmed the reported condition. Tiny white crystal-like particles were found floating freely in the fluid of the bladder. The crystal-like particles were in the fluid path. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be conducted. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one intermate elastomeric device was observed with white particulate matter inside of the reservoir. This event was observed after the device had been filled with piperacillin/tazobactam. This event was noted prior to patient use. No additional information is available.